Event description:
An attempt was made to use one nc euphora rx balloon catheter to treat a lesion in the (cass#6 to #7) left anterior descending (lad). The nc euphora was used to post-dilate a non-medtronic drug eluting stent (des) implanted in the lad. It was reported that deflation difficulties were experienced and the nc euphora could not be deflated at the lesion site. It was detailed that the hub was cut and an attempt was made to split the balloon with a guide catheter. The tip of the guide catheter was intentionally frayed. It got caught on the deployed stent and could not be delivered beyond that point. There was no noteworthy calcification or tortuosity. It was later detailed that the bail-out was attempted and tested for close to two hours. Surgical intervention was required to remove the balloon from the patient. An intra-aortic balloon pump (iabp) was inserted during a check up the following day. No further patient injury was reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the device was inspected before use with no problems. There were no problems removing the protective sheath or packaging stylette from the device. No particular resistance was encountered when delivering the device to the lesion. The device was not moved or repositioned in the lesion. Deflation difficulties were noted after the first inflation. Nominal pressure was applied for the inflation. The balloon failed to deflate. It was also noted that it took a little time for inflation when expanding. Bail-out was attempted to deflate the balloon. The hub was cut intentionally to pass through a 5f guide catheter. The tip of the guide catheter was intentionally frayed in order to be delivered to the balloon so the balloon can be deflated. The guide catheter got caught on the proximal edge of the deployed stent. Then the tip of a 4f electrode catheter was cut and frayed in the same way as the previous guide catheter and was attempted to be delivered. However, resistance was so strong, and it could not be delivered. Finally using a guide catheter, t he balloon was pricked by a ptca guidewire with a heavy tip load supported by a penetrating catheter, but the balloon did not rupture. Deformation or migration was not observed in the non-medtronic device. A 1:1 concentration of contrast / saline was used. The patient is still hospitalized. There were no other medtronic devices used during the procedure. Product analysis: the device was received for analysis. Analysis confirmed a cut was evident on the hypotube and the luer did not return. The cut site was straight and even. A kink was evident on the distal shaft. The balloon was deflated upon return. Contrast was visible in the balloon. Blood was also visible in the balloon indicating a leak. Proximal balloon bond and inflation lumen was necked. Numerous tears were visible on the balloon. The tears were located around the radius of the balloon, mid-way between the markerbands. It was not possible to perform negative prep due to the level of blood present, and the necked proximal bond and inflation lumen. It was not possible to preform deflation testing or leak testing due to the condition of the returned device. No other deformation evident to the remainder of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The patient had to be hospitalized for a long time in coronary care unit (ccu) due to damage to the anterior wall of the heart due to the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: annex d code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.